Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Blood residue was observed on the adhesive pad. Damage was found on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract and contributing to the reported pain during insertion. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 5 and 6 hours they had experienced pain at the pod infusion site. Once the patient removed the pod from the infusion site it was noticed that the needle was visible as it had not retracted upon initial activation.